Event description:
Event description guidant received information that following the implant procedure, this right ventricular lead dislodged resulting in loss of capture, and required a revision procedure to reposition. No adverse patient effects were reported.